Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dyspnea/shortness of breath on (B)(6) 2018 and was admitted the following day to hospital due to congestive exacerbation of heart failure and heart failure. Initial medical diagnosis was loss of pacing and/or sensing due to dislodgment. The device was reprogrammed and the left ventricular turned lead off.